Manufacturer narrative:
Unit received with critical pump error and pump error 35 confirmed in history file due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unit received with cracked battery tube threads, minor scratches on case, cracked case (battery tube), pillowing keypad overlay, cracked retainer, missing display window cover and minor scratches on lcd window.

Event description:
The customer reported via phone call the insulin pump had damage. The customer¿s blood glucose level was unknown at the time of the incident. The customer states there is a crack in case on the backside. The insulin pump is being replaced and is expected to return for analysis.